Event description:
The serivce engineer (se) reported that the v60 ventilator had an enter button that was not responding. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. No user impact and/or harm was reported. No testing was reported to have been performed to determine the cause of the malfunction. The se was servicing the device when the issue was observed. The issue was replicated/confirmed during service. The se replaced the user interface (ui) board assembly to resolve the issue. No other abnormalities were found. The device was returned to the customer, ready for service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The se replaced the ui board assembly to resolve the issue. It is suspected that the cause of the malfunction was due to a failure in the ui assembly. A conclusion/root cause can not be provided at this time, as the suspected part has not been returned for further analysis. In the event the suspected part is received, the evaluation will be performed, and the investigation will be updated. Based on the details provided, a malfunction occurred, and the device's enter button was not responding.